Event description:
Pt developed an infection at the tunneler sites, in the tunnels. The pt did not respond to antibiotics. Physician confirmed mrsa. The infection was reported to be localized to the tunnels.

Manufacturer narrative:
The device involved in this incident was discarded at the facility. Without the actual product or the lot number, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.